Manufacturer narrative:
Sample analysis: the device was returned with the implant detached from the delivery pusher. The implant was protruding out the distal end of the guide catheter. The coil was looped around the gooseneck snare. The proximal end of the coil was extremely stretched. Approximately 30cm from the distal end of the coil, the coil is tied in a knot. The attachment monofilament that holds the implant intact with the delivery pusher has evidence of being stretched. The guide catheter included with this device is crushed at two segments approximately 3.0" from the distal end of the catheter. The root cause of this complaint appears to be that during repositioning the coil became knotted and stretched. The device was exposed to a force that exceeded the maximum tensile specification as it was mechanically locked in place by the knot.

Event description:
It was reported that during embolization of a large ica aneurysm, the coil detached while repositioning. An attempt was made to retrieve the coil using an alligator snare unsuccessfully. The coil was removed with a gooseneck snare.